Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported at the implant procedure, the lead was undersensing. The lead was replaced but remains implanted and out of service. No patient complications have been reported as a result of this event.